Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the diagonal coronary artery. The versaturn guide wire was trapped [stuck] with the stent implant and during the attempt to withdraw the guide wire, the guide wire separated at the middle part of the guide wire. The distal end of the guide wire is maintained by the previously deployed stent in the left anterior descending (lad) coronary artery. Multiple attempts were made to remove the guide wire with lassos but without success. A section of the separated guide wire is in the aorta, and should not create a problem in the future. The procedure was long and difficult with necessity to use a high level of radiation to try to visualize the floating part of the guide wire. The patient had a major vasovagal reaction [bradycardia] and a short cardio-respiratory arrest, medical monitoring was performed at the intensive care unit (ICU). The patient is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The hi torque guide wires instructions for use states, do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the images confirm that the guide wire separated with the distal end trapped by the left anterior descending stent and the proximal end of the wire free in the aorta. Multiple attempts to snare and remove the wire were unsuccessful. The investigation determined the reported entrapment of the device, separation and device embedded in the vessel appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effects (bradycardia and respiratory distress) and the relationship to the device, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the guide wire which was in the diagonal artery was trapped by the stent deployed in the left anterior descending artery.